Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. It was also reported that the device's alarm system was not working as expected, noting that the alarm silence button was activating on its own which resulted in no audible alarm. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.